Event description:
Technical services received a call on 01/26/2012 from sales rep. Caller wanting to review episode in latitude to see if it looks like noise or fast v beats. Ts reviewed episode v-97. Ts seeing a few fast beats on the rv egm but they do not line with anything on the shock egm. Ts reviewed a couple other nonsustained episodes (v-96 and v-95) and on those can see clear events on the shock egm that line up with fast beats on the rv egm. Ts stated believe this looks like noise on episode v-97. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).